Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate and was blocked, failing to deliver novolog insulin during use. The following information was provided by the initial reporter: "consumer reported she does not prime before taking injection. Stated, when taking injection, no medication will flow. Stated, has to use more than one pen needle before one will work. Also stated she's had the issue with a few boxes in the past and was unaware she had to "prime" first. I use the bd nano 2nd gen pen needles and at least a couple time per box the needle has to be discarded because the plunger will not go down to inject the novolog for my diabetes. I have taken the bd nano 2nd gen off and retwisted it back on and still nothing comes out."

Manufacturer narrative:
H.6. Investigation summary: customer returned 2 pen ndl 32g 4mm pro one used and other unused. It was reported by the consumer that does not operate as intended (plunger) and it clogs during injection. Returned samples were examined, and it was observed that the non-patient end of pen needle was bent for used pen needle. Based on the damage observed, the pen needles bent or breaking may have occurred accidently, while the user was preparing the pen needle for use. Potentially if the pen was not aligned with the canula which could prevent insulin properly flowing through the cannula therefore, pen needles were clogged and unable to operate due to non-patient end was bent. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm the reported issue. (Needle clog). The root cause of the needles bent appears to be accidental damage caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate and was blocked, failing to deliver novolog insulin during use. The following information was provided by the initial reporter: "consumer reported she does not prime before taking injection. Stated, when taking injection, no medication will flow. Stated, has to use more than one pen needle before one will work. Also stated she's had the issue with a few boxes in the past and was unaware she had to "prime" first. I use the bd nano 2nd gen pen needles and at least a couple time per box the needle has to be discarded because the plunger will not go down to inject the novolog for my diabetes. I have taken the bd nano 2nd gen off and retwisted it back on and still nothing comes out."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.